Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. The surgeon's first attempt at pelvic registration failed, so he repeated registration with passing results. When placing the reamer, the surgeon did not agree with the rio display for inclination value of the cup. All accuracy checks passed, so the surgeon decided to re-register the pelvis once again. Results were similar, so the surgeon decided to proceed with a manual hip procedure.

Manufacturer narrative:
As part of normal complaint f/u, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.